Manufacturer narrative:
Though the treatment of the burn is not known, a review of treatments in (B)(6) 2022 showed no issues with the system. The system appears to be functioning normally.

Event description:
The treating physician reached out to report a patient that developed a full thickness burn a few days after treatment.